Event description:
It was reported that shaft break occurred. During preparation of a 24 x 3.50 promus premier drug-eluting stent, it was noted that the catheter was broken when retrieved from the protective coil in the box. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.